Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. One day after onset, the patient began treatment for the peritonitis with injection vancomycin (1 gram, one exchange (duration not reported) and injection meropenem (500 mg per exchange, three times a day, duration not reported). It was unknown if the patient was hospitalized for the event. Action with dianeal and extraneal therapies was not reported. No additional information is available.